Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported having pain their right side. Patient stated last thursday doctor did an injection on their right side for the pain they are having and it was good for less than a week then the level of pain has return. Patient stated the pain started on (B)(6) shortly after that they went to their hcp. Patient mentioned the stimulation on their right side is not working but also mentioned the stimulation on their left side is working and it is on 7. Patient explained the pain as they are feeling a needle in their back then mentioned they also felt pain yesterday and continue to be more severe, at a 7 (agent understood on pain scale of 10). During the call the patient told they already have an appointment scheduled by hcp to meet with the rep on september 12th but they cant hold the pain and wanted to be checked sooner. Patient emailed the doctor and got a response yesterday from the nurse and was told to call medtronic. Agent sent an email to the reps to reach out to the patient as soon as possible and also advise the patient if they haven't got any response they need to contact their hcp to set up an appointment sooner with rep to further address the issue. Patient mentioned they had taken a tramadol for the pain. Patient called back and stated they spoke to the medtronic rep yesterday and the rep told them they needed to charge their controller first and call back once they had the device fully charged. Patient stated they were able to charge the controller now and would like to speak to the medtronic rep again. Agent sent an email to the medtronic rep to call patient back. Upon further review agent wanted to correct the previous follow up notes. Agent did not send a request to repair but emailed the rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received stating that the device programming has been changed as per dr advice. Patient attempted to receive injections from dr in august also attempted to contact representative by phone, hut either did not hear back or the person who responded was unable to make necessary adjustments.